Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A device evaluation was performed, and the results are as follows: the probe was confirmed to be broken. The breakage of the probe started at the area where the cracks developed. There was a contact mark on the probe indicating that the probe was in contact with the non-insulated area. The rear end of the tissue pad was worn out. There was a contact mark on the non-insulated of the grasping section indicating that the non-insulated area was in contact with the probe. Also, the coating of the grasping section was partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, the probe likely broke due to the following: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. 5. A force was applied to the probe causing it to break. Furthermore, the coating of the grasping section could have come off when dirt (such as burn) was scraped off with something hard. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after the tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.¿ ¿if the grasping section, metal-exposed area around it or the probe tip gets stuck to tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ this supplemental report includes an update to h3. Also, new information has been added to h4. Olympus will continue to monitor field performance for this device

Event description:
The customer reported to an olympus representative, that the thunderbeat 5 mm, 35 cm, front-actuated grip type s broke. The issue was found during a therapeutic rectal procedure. When thunderbeat 5 mm, 35 cm, front-actuated grip type s was used along with usg-500 in the procedure, an error message e002, (short circuit) was displayed which led to the replacement with a simliar device, but ultrasonic and bipolar current probe separated and broke (on this replaced device) which was recovered from the patient's body. As a result, the third device was used but again displayed the same error message (as the first one). The generator was replaced with a simlar one to complete the procedure. The procedure was delayed for about 15 minutes with the total procedural time of about 3-4 hours. There were no reports of patient harm or additional intervention required. This report is being submitted for the thunderbeat electrode broke and a piece fell in the patient, requiring a laparotomy to remove the broken piece. Additional follow-up request has been sent. Should new information become available, this complaint will be updated and a supplement report will be provided.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.